Manufacturer narrative:
(B)(4). It was noted the driver is stored in the hard case with the trigger guard on and they check their equipment daily.

Event description:
It was reported the green light was lit on the driver but it would not work. The driver was used for two cases in the same day. During the first case the driver performed properly. During the second case the driver lost power during the insertion. They inserted the io the rest of the way manually. They were able to push fluids and drugs through the io. This pt was pronounced deceased on the scene. A medical opinion has been documented that the device failure did not cause or contribute to the pt's death.